Event description:
One discordant, falsely elevated sodium (na) result was obtained on an advia 1650 instrument. The discordant result was reported to the physician, who questioned the result. The sample was rerun, and the corrected result was reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 1650 instrument. The customer replaced the sodium electrode in an attempt to resolve the problem prior to the fse evaluating the instrument. The fse checked the sodium electrode and verified that the precision was within range. The quality control was also in range. The fse discovered that the dilution probe pipette was bent, so it was replaced. The fse cleaned the reference electrode because it had a buildup of salt. The cause of the discordant sodium patient results is unknown. The system is performing within specifications. No further evaluation of the device is required.